Manufacturer narrative:
Citation: (B)(6) impact of interaction of diabetes mellitus and impaired renal function on prognosis and the incidence of acute kidney injury in patients undergoing transcatheter aortic valve replacement (tavr). Int j cardiol. 2017 apr 1;232:147-154. Doi: 10. 1016/j.ijcard.2017.01.038. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of interaction of diabetes mellitus and impaired renal function on prognosis and the incidence of acute kidney injury in patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from single center between july 2008 and january 2016. The study population included 1109 patients (predominantly female; mean age 81 years), 347 of which were implanted with medtronic corevalve device. (Serial numbers not provided). Among all patients in-hospital and 30-day, 6 months, and 12 months mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients 9 deaths occurred: 6 deaths due to rupture of aortic annulus and 3 deaths due to severe paravalvular leak with embolization of prosthesis into left ventricle with fulminant aortic regurgitation. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, moderate to severe valve regurgitation, major vascular complications, life threatening bleeding, pacemaker implantation, second prosthesis required, and left ventricle perforation requiring surgical thoracotomy. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.